Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via pump partner (B)(6) that an adverse event occurred. According to the reporter, on (B)(6) 2025, the patient experienced diabetic ketoacidosis (dka) with hospitalization. The allegation against dexcom is unknown. No other details were documented. Dexcom technical support is unable to follow up with the patient to obtain further details and clarification regarding the incident, no patient information was provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.